Event description:
It was reported a patient underwent a unknown orthopedic surgery on (B)(6) 2022 and topical skin adhesive was used. Ten to 14 days after using the product, skin irritation occurred. Two weeks after the surgery, mesh was removed at discharge, and there was dermatitis along with the shape of the mesh, but there was no infection. The patient was discharged as scheduled and antihistamine ointment was prescribed at the time of discharge. Symptoms gradually healed over a month. The surgeon said the patient had an impression that the skin was white and sensitive. Further details are not provided from the hp. No sample will be returned. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information provided: two weeks after the surgery, mesh was removed at discharge, and there was dermatitis along with the shape of the mesh, but there was no infection. The patient was discharged as scheduled and antihistamine ointment was prescribed at the time of discharge. Symptoms gradually healed over a month. -he surgeon said the following. "The patient had an impression that the skin was white and sensitive, but the patient did not have atopic dermatitis." "There was no problem in the function of this product as a cladding material." Additional information has been requested and following received. What is the procedure name? No further information is available. What date did the reaction occur on (dd/mm/yyyy)? No further information is available. What does the reaction look like and how large of an area does the reaction cover? No further information is available. Do you have any pictures of the reaction? No further information is available. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify: no further information is available. If medication was required, please clarify if it was prescription strength. Can you identify the lot number of the product that was used? No further information is available. What is the most current patient status? No further information is available. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No further information is available. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Is product available for return/analysis? Name of surgeon? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. Unknown. What prep was used prior to, during or after adhesive use? Unknown was a dressing placed over the incision? If so, what type of cover dressing used? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown patient demographics: initials / ID, gender, age or date of birth; bmi unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Is product available for return/analysis? No sample will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.